Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) associated with the finished goods batch (fgb) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of kinks. The hypotube broke 240mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found a stent strut on the 10th row from proximal end of the crimped stent was distorted, deformed and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 3.00x28mm promus element ¿ drug-eluting stent for use, the physician noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. While preparing a 3.00x28mm promus element ¿ drug-eluting stent for use, the physician noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.